Manufacturer narrative:
(B)(4). If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4).baxter product surveillance contacted the patient on (B)(6) 2011. According to the patient she does not think there were any defects in the supplies, however, she does not have any information regarding this event. The patient believes they discarded the supplies and started over with new ones. There was no patient injury or medical intervention reported. The patient has resumed therapy. No further information is available.

Manufacturer narrative:
(B)(4). The report of air was not confirmed. The root cause could not be determined. The lot number is unknown; therefore, a batch review was not performed. The labeling review found the labeling adequate for the potential user error. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center and requested to end therapy during the initial drain. The caregiver (cg) stated that the home patient (hp) has air in her line and the cg needs to end the therapy to start over. The technical service representative (tsr) assisted the hp to cycle power off/on and end the therapy. The cg stated he will now start over with all new supplies.